Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation

Event description:
The customer reported that their avea ventilator has intermittent fio2 isses even when the fio2 shows it is setup properly. There is no patient involvement associated with this event.